Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system and had been entering meal announcements as attempted correction doses; education was provided on proper use to avoid maladaptive behavior. Symptoms included elevated blood glucose without hypoglycemia. Outcomes included no alerts or alarms and no hospitalization. Investigation included troubleshooting with the user and education on correct bolusing behavior. Investigation of this case revealed an unchanged bent infusion cannula that prevented insulin delivery, which explained the lack of glycemic response to attempted corrections. It was concluded, based on previously established findings for similar reports, that user technique and an infusion set/cannula issue were the likely causes.